Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found.

Event description:
It was reported the encore would not start up at times. It was also reported when powering up, the programmer would stay at the medtronic logo "for a very long time". The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.